Event description:
An ophthalmic surgeon reported a posterior capsule tear during a cataract with intraocular lens implant procedure. The surgeon advised that the case was performed with "perfect phaco and irrigation/aspiration tip popped the capsule on cortical cleanup". Add'l info has been requested.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).